Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the pump replacement was due to end of service. No further complications were reported.

Manufacturer narrative:
Correction the event should have been reported as a serious injury. Eval code-conclusion 22 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for the previously reported normal pump replacement; the admitting diagnosis was noted as spasticity. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n261790006, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 13.6 mcg/day) via an implantable pump for intractable spasticity and cerebral vascular accident; (stroke) das system. On this report date during the procedure to replace the pump, the physician made an incision at the pump pocket and a clear fluid in large amount was present. The physician also noticed that the pump connecter was disconnected from the pump. According to physician the pump was infusing baclofen into the pump pocket and probably patient hasn't been receiving correct dosing for his therapy, per managing physician, the patient was receiving drug therapy at minimum rate. Also, physician noticed the pump pocket was behind a skin capsule which seems a scar tissue that somehow formed around the connector. The proximal catheter segment was explanted and would not be returned as it was discarded by the customer. The physician was able to retrieve the pump connecter and revised with another connector and attach the new 20ml pump to it (a new connector was attached to existing catheter and connected to the new pump). There were no factors that may have led or contributed to the issue, no diagnostics/troubleshooting was performed. At the time of this report, the issue was resolved, patient status was ¿alive-no injury¿. No symptoms were reported. No further complications were anticipated/reported